Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, four resolute onyx drug-eluting stents were implanted; two in the rca and two in graft 1st obtuse marginal. Approximately 9 months post procedure, patient suffered acute coronary syndrome and was treated with medication. The event is reported to be related to myocardial infarction of a non target vessel. Patient recovered. Cec adjudicated event a non-q wave mi of unknown vessel, 3rd udmi spontaneous.